Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: hypertrophic scar. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a revision breast augmentation with a 475cc mentor memorygel breast implant (right) and a 500cc mentor memorygel breast implant (left) experienced postoperative right-sided grade IV capsular contracture and left-sided hypertrophic scar. The patient stated that her right breast developed hardness within 6 months of implantation. A physician gave her antibiotics, and it did not resolve the issue. The patient is being tested for possible alcl due to dark green discharge that she experienced for her right breast. At the time of this report, alcl is not confirmed by a physician. As a result, the patient underwent removal and replacement with two 475cc mentor memorygel breast implant on (B)(6) 2019. This report is for the left prosthesis.